Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a physician from (B)(6) of suspected peritonitis in a female patient (age not reported) coincident with physioneal, unspecified product therapy. On an unreported date, the patient began treatment with physioneal, unspecified product (dose, frequency and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced suspected peritonitis. It was not reported if the patient was hospitalized. Information regarding remedial treatment, laboratory information or outcome was not reported. Physioneal therapy continued. The physician did not provide an assessment of causality for the event of suspected peritonitis.